Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Sample evaluation could not be performed as the device was not returned to kimberly-clark for analysis. Label states, "patients with altered levels of consciousness or who cannot comprehend commands may require use of a bite block." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "nurse said a confused patient bit down hard on suction swab, and the sponge came off in patient's mouth." Sponge was removed, no patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).